Event description:
Ceramic head chipped when surgeon began to impacted it onto the stem. The surgery was completely successfully without any harm for the patient.

Manufacturer narrative:
Document review: mectacer biolox forte ball head - (B)(4) lot 113165. All parameters were found to be conforming to specifications valid at the time of manufacturing. Twenty-eight heads belonging to this lot have been already implanted and no incidents have been reported up to now. The problem occurred did not cause any harm to the patient or to the surgeon and the chipped ball head was immediately substituted with a new one. The event occurred was probably due to a mistake done during the impaction phase and it is highly unlikely to be device related.